Manufacturer narrative:
(B)(4). D10 - concomitant devices - biomet regenerex primary tibial tray 79mm catalog #: 141275, lot #: 568490, vanguard posterior stabilized open porous femoral component left 70mm catalog #: 184532, lot #: 900630, series a thin 3 peg patella 34mm catalog #: 184786, lot #: 331120, vanguard posterior stabilized tibial bearing 10mm x 79/83mm catalog #: 183660, lot #: 959420. G2 - report source - foreign: event occurred in australia. The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2023-02402, 0001825034-2023-02403. H3 other text : investigation incomplete.

Event description:
It was reported that the patient underwent a knee arthroplasty revision approximately ten (10) years post-operatively. During the revision, metallosis was identified throughout the joint and all implants were revised. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. H6 - component code - proposed code is mechanical (g04) - stem. Visual examination of pictures provided showed the patient's tissue was covered with a blackish substance, which may be related to the reported metallosis. Radiographic review showed extensive peri-implant radiolucency of both components consistent with osteolysis. There was medial compartment narrowing, likely reflecting polyethylene wear. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.